Event description:
Reportedly, the instrument was fired as per instructions. When the surgeon cut the bowel and released the gun, the gun had misfired as there were no staples and the bowel was open. The bowel contents spilled into the abdomen. This required antibiotic washout and hand suturing of the bowel. Procedure: unk.